Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be completed.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there is no risk of patient involvement or harm at this facility. No additional information can be provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit passed the sample graft mesh, however the gear needed to be replaced. The gear was replaced and resolved any related issues. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.